Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons on insulin pump was harder to read. The customer blood glucose level was unknown. Customer stated that motor error messages on screen also the battery cap was stripped. The device will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm and low battery alarm due to unresponsive button. No button error alarm during testing. Device received with stripped battery cap coin slot (p) and minor scratched lcd window.